Event description:
It was reported the camera head displayed only black and white grains while mounted on the column. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged, the protector of the video cable section is cut, the combined charging unit (ccu) plug of the video cable section is damaged, the light guide bundle of the video cable section is broken, and the light transmission is lost or too low. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the black and white grains seen was due to the light guide bundle of the video cable section being broken and therefore the light transmission was lost or too low. The fibre bonding in the outer tube area (distal end) was damaged and the protector of the video cable section was cut, and the combined charging unit (ccu) plug of the video cable section is damaged was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head displayed only black and white grains while mounted on the column. There were no reports of patient involvement.